Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 8 months, 28 days the results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient came to clinic with complaints of worsening shortness of breath and swelling in the lower extremities at the end of the day. The patient¿s hemoglobin and hematocrit level was 7.2 and 23.5, respectively. The patient was transfused 1 unit of packed red blood cells on (B)(6) 2019. The patient was stable and was still hospitalized.

Event description:
Additional information: it was reported that the event resolved on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.